Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation.

Event description:
The initial reporter complained of discrepant dilution results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The original undiluted results was > 3,000 pg/ml. The undiluted sample was repeated and the result was > 3,000 pg/ml. The sample was manually diluted x2 and the result was < 1,000 pg/ml. The manually diluted sample was repeated with a result of < 1,000 pg/ml. The sample was diluted x10 with a result of 1,233 pg/ml. No questionable results were reported outside of the laboratory. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
Sections a2 and a3 were updated. The estradiol iii result of >3000 pg/ml was reported outside of the laboratory.

Manufacturer narrative:
The sample was tested by the centaur method and the estradiol result was 1446.2 pg/ml. This result was also higher than expected. The sample was tested at the investigation site on an e411 instrument with an estradiol iii result of > 3000 pg/ml. Qc results at the investigation site were acceptable. The x2 dilution factor used at the customer site is not the recommended dilution factor according to directions in product labeling. The x10 dilution factor used at the customer site is the recommended dilution factor according to directions in product labeling. The customer's result of 1,233 pg/ml corresponds to the result of 1446.2 pg/ml from the centaur method. Both results show the same clinical picture. There was insufficient sample material remaining for interference testing. The investigation did not identify a product problem. The cause of the event could not be determined.